Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis with the balloon separated from the outer member. Follow-up with the site determined that the devices were removed as a single unit and the account tried several times to remove them from each other outside the anatomy. The account did not know the outer member was separated; however, it is more than likely that this occurred during the attempts to separate the devices after the procedure. The reported difficulty to position and the reported difficulty to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A traverse guide wire was used without issue with other devices; however, when a 4.0 x 18 mm xience alpine stent delivery system (sds) was being advanced over the guide wire, the xience alpine sds got stuck on the guide wire approximately 15 cm distal to the proximal end. The devices were removed as a single unit. A new guide wire and stent delivery system were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.